Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed.  The reported problem (blank screen) was confirmed.  Upon evaluation, the monitor was found to have contamination   the contamination was causing the monitor to intermittently reset. The root cause for the open fuse could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was not functioning.